Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. After a 6fr non-bsc guiding sheath was placed and a guidewire crossed the lesion, pre-dilatation was performed by a non-bsc balloon catheter. An epic stent was placed, then a 9.0mmx20mmx80cm (5f) sterling balloon catheter was advanced for post-dilatation. However, on the second or third inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.